Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) and (B)(4) is currently underway. The reported problem (will not power on) was confirmed. Upon evaluation the monitors were unable to power on. Root cause investigation is currently underway. Device evaluation of belt (B)(4) is currently underway. The reported problem (code 204) was confirmed. Upon investigation the belt was unable to communicate with a monitor. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor and a replacement monitor were unable to power on. The patient's electrode belt was reported to have displayed a code 204 (belt/monitor unusable) shortly before the replacement monitor was also unable to power on. The patient was issued another replacement monitor and an electrode belt.

Event description:
A us distributor reported that a patient's monitor and a replacement monitor were unable to power on. The patient's electrode belt was reported to have displayed a code 204 (belt/monitor unusable) shortly before the replacement monitor was also unable to power on. The patient was issued another replacement monitor and an electrode belt.

Manufacturer narrative:
Device evaluations: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. Per the engineering investigation, the damage to trunk cable allowed a higher voltage line to contact the 3.3 and 1.8v lines damaging plds of the monitors.the root cause for the strained cable was excessive force. Device evaluations of monitor sn (B)(4) and sn (B)(4) have been completed. The reported problem (won't power on) was confirmed. Upon investigation the monitors were unable to power on. The cause for the failure was isolated to damaged u1003 component. Per the engineering investigation, the damage to trunk cable allowed a higher voltage line to contact the 3.3 and 1.8v lines damaging plds in both monitors. No adverse event resulted from the defective equipment. Device evaluation summary: device evaluation of monitor sn (B)(4) and sn (B)(4) is currently underway. The reported problem (will not power on) was confirmed. Upon evaluation the monitors were unable to power on. Root cause investigation is currently underway. Device evaluation of belt sn (B)(4) is currently underway. The reported problem (code 204) was confirmed. Upon investigation the belt was unable to communicate with a monitor. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective equipment.